Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a half day infusor ruptured. This event occurred during filling of the device with unspecified medication and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured june 12, 2017 - june 14, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the returned photograph showed evidence of the bladder rupture. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.